Manufacturer narrative:
(B)(4). This report of a system error 2240 (air in set) was not confirmed due to lack of sample. Based on the information obtained during baxter's investigation, the root cause of the alarm was due to use error. A batch review was not performed due to unknown lot number. The labeling review found the patient at home guide to be adequate for the use/user error identified in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).

Event description:
The home patient (hp) contacted global technical services (gts) regarding a system error (se) 2240 alarm which occurred on the homechoice (hc) during drain 3 of 5. The hp stated he disconnected in dwell cycle and reconnected. The technical service representative (tsr) explained the se 2240 indicates air entered the set up and further assisted the hp to clear the alarm by cycling power. The hp confirmed he would contact his nurse and finish therapy with a manual bag. The tsr reviewed proper procedures with the hp. There was no report of patient injury or medical intervention.